Event description:
According to the literature, a retrospective study between 2013 to 2019 measured the outcomes of 5 laparoscopic pancreaticoduodenectomy (lpd), 19 open pancreaticoduodenectomy (opd) and 15 laparoscopic pancreaticoduodenectomy with open reconstruction (lpor) cases for pancreatic tumors. No products were named in the opd operative technique. In the lpor, ligasure was used to dissect the pancreatic head and the uncinate process of the portal vein and superior mesenteric artery. The jejunum was transected with the endo gia stapler. The stomach was divided with an unknown linear stapler. Competitor or unnamed products were used to clip and divide the gastroduodenal arteries, right gastric arteries, cystic artery, cystic duct, and inferior pancreaticoduodenal artery, and to dividethe pancreatic neck. All reanastomoses were completed with an unknown suture. Potential device related complications include pancreatic fistula and hemorrhage. Interventions included conversion to lpor, endoscopic therapy, or blood transfusions. Laparoscopic pancreaticoduodenectomy with open reconstruction: the buddha¿s middle path, ameet kumar, october 2024, surg laparosc endosc percutan tech.

Manufacturer narrative:
D10 concomitant products: unknown ligasur, unknown ligasure instrument (lot#: unknown) ameet kumar, mch, sumesh kaistha, mch, and rajesh gangavatiker, mch. "Laparoscopic pancreaticoduodenectomy with open reconstruction: the buddha¿s middle path". 2024. Surg laparosc endosc percutan tech, volume 34, number 5, www.surgical-laparoscopy.com. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.